Event description:
Boston scientific received information that during a procedure to revise this patient's left ventricular (lv) lead due to non-capture, the lead broke in half during the procedure. Additionally, this atrial lead broke in half. Both leads were removed from service. A new lv lead was implanted and the atrial port on the device was plugged. No adverse patient effects were reported.

Manufacturer narrative:
No products will be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.